Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm. The customer's blood glucose level was unknown. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump passed the self test and audio related test. The insulin pump will be returned for analysis.